Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing found that the system computer was operating slowly and being the probable cause for the anomaly. Additionally, the hand-switch on the imaging system was found to have intermittent communication with the system. After replacement of the computer and hand-switch, the imaging system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. The testing found that the computer experienced a frame rate error when performing 3d spins. The testing included reloading the software to the computer though the computer froze when saving a 3d image. This confirmed an electrical failure due to a defective video card. The hand-switch was returned to the manufacturer for analysis. The testing found that the cord was stretched out mechanically and that the buttons were non-responsive. This confirmed an electrical failure due to intermittent button responses. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside a procedure, the imaging system was unable to transfer 3d exams to the navigation system. No initial troubleshooting was performed. There was no patient present when this issue was identified.